Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in both pacing and shock impedance measurements up to 1026 ohms and 123 ohms, respectively. Low rv amplitude morphology measurements were also noted. The field suspected these observations to be the result of lead-tissue interaction/calcification. No changes were made, and the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A risk review was completed and confirmed that the event of shock impedance high within normal limits - increasing gradually was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: with the available information, boston scientific determined that this lead exhibited a gradual rise in low-voltage shock impedance (lvsi) measurements. This observation may be consistent with calcification of the defibrillation coil(s), however can only be confirmed if the lead is returned for analysis. The calcification phenomenon may have contributed to the reported clinical observations. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high-voltage shock impedance (hvsi) measurements and reduced shock efficacy. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: cause traced to device design. Gradually increasing lvsi measurements for leads with eptfe coating are suspected to be the result of encapsulation of the lead coil(s) due to calcification. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with eptfe coating to exhibit this phenomenon.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in both pacing and shock impedance measurements up to 1026 ohms and 123 ohms, respectively. Low rv amplitude morphology measurements were also noted. The field suspected these observations to be the result of lead-tissue interaction/calcification. No changes were made, and the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.